Manufacturer narrative:
Explant date: not applicable, as lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted into eye, there was a white foreign matter in the eye. The foreign matter was removed and discarded. Iol remains implanted. No adverse effect on patient. It was indicated that due to the emergency situation at that time, the surgeon was eager to implant the lens for the patient on the table and did not notice or check if there was any debris or foreign body on the pcb00. No further information available.